Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a (B)(6) clinic had an issue with a rigid yankauer. The clinic uses the yankauers for the purpose of irrigating the rectum and colon with fluids. The customer reported that they had a pt where the yankauer could not be removed from the pt's rectum. The clinic called an ambulance and the pt was taken to ed with the yankauer tube in situ.